Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
With high concern over the above subject, there is product complaint on (B)(4), while performing hilar bilateral stenting procedure ,at the time of deployment, dislodgement of catheter from the handle taken place. He used another (B)(4),t o complete the procedure. Additional cirl complaint ref # (B)(4): "he complained about the poor radiopacity of the stent, he couldn¿t able to visualise the stent ".

Event description:
The investigation was concluded on the 01-apr-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
PMA/510(k) #: k163018. Imdrf annex g code: g04023 - catheter. Device evaluation: the zilbs-635-10-8 device of lot number c1689232 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zilbs-635-10-8 of lot number c1689232 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1689232. There is no evidence to suggest the user did not follow the instructions for use (ifu0065-3). A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the position of the device in the endoscope/patient¿s anatomy during attempted deployment. It the device was bent around a tight angle in the patient¿s anatomy during attempted deployment it may have increased deployment forces resulting in the outer sheath separating from the handle and preventing the user from deploying the stent in the desired location. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.